Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. Review of the episode showed atp therapy followed by a 30j shock which resulted in a return to sinus. Four minutes later the arrhythmia persisted and atp was delivered again with a return to sinus. Detection of vf with atp therapy occurred eight more times. Review of the last and only available egm showed atp therapy was delivered but was unsuccessful in breaking the rhythm. Occasional undersensing was observed before the last atp therapy, because of the very small amplitude of electrical signals that would have been consistent with a dying heart 11 minutes after the initial arrhythmia began. The sensitivity was programmed to nominal settings. Review of previous episodes showed vf episodes that were successfully broken by a 30j shock.